Manufacturer narrative:
Product analysis: the display was confirmed to be broken. The programmer was able to power on without issue. The programmer's display was found to be out of calibration. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a cracked display. It was further reported that the programmer was unable to power on. The programmer was returned for service. There was no patient involvement. The programmer tested out of specification during manufacturer's analysis.